Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cardiac arrest while connected for therapy. During drain two of four, the patient became unresponsive and was taken to the hospital. The cause of the cardiac arrest and treatment for the event were not reported. At the time of this report, hospitalization was ongoing and the patient outcome was not reported. The action taken with pd therapy was not reported. No additional information is available.